Manufacturer narrative:
Therapy and event date is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2020-01017. It was reported the patient's scs lead migrated, confirmed via x-rays. To address the issue physician planned to revise the leads but instead ended up explanting the leads.